Event description:
It was reported that the customer experienced high blood glucose levels and that the tubing connector experienced an anomaly. The caller stated that the tubing connector had a breakage at the reservoir side. The user's parents stated that the user may have pulled the tubing connector while turning over in bed. No adverse effects were noted as a result of the high blood glucose reading of 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.